Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: terumo territory manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6 french (6fr) vip angio-seal device pulled completely out of the vessel. It was later determined that the anchor never fully exited the tip of the sheath before clicking back to set the anchor. Blood loss reported was less than 250 cubic centimeters (cc). The event occurred intra-operatively. The type of procedure performed was a leg angiogram. The reported event did not result in patient injury or require medical or surgical intervention. Additional information received on 14 feb 2025: there were no issues with insertion, but during deployment/withdrawal, the system pulled out of the artery (upon retraction) due to the anchor never exiting the sheath to engage the anterior wall. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The sheath size used was 6 french. Hemostasis was achieved by manual compression. A pre-deployment angiogram was performed. The patient is in stable condition.